Event description:
In 2004 a patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. A proximal type I endoleak developed and a re-intervention was successfully performed in 2006 using an aortic extender to exclude the endoleak. The patient tolerated the procedure.